Event description:
(B)(4) clinical study. Same case as MDR#2134265-2013-09392. It was reported that the patient died. In (B)(6) 2011, two ion stents, 2.75 x 38mm and 2.50 x 16mm, were implanted in an unspecified target lesion. In (B)(6) 2011, the patient died. Cause of death was listed as respiratory failure, hypotension, septic shock, liver failure, coagulopathy, renal insufficiency, urinary tract infection, atrial fibrillation, dvt , hx ventricular tachycardia. No autopsy was performed.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).